Event description:
It was reported that a single port (sp) monopolar curved scissors (mcs) had a tube adapter broken. No further information is available. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter stated that the tip of the mcs was broken. The customer was not able to provide the serial number of the instrument. It is unknown if the instrument was used in the procedure or not: no information about when it was broken.

Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage an investigation is in progress. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. The product has not been returned for evaluation. A follow-up MDR will be submitted when failure analysis has completed their investigation after receiving the product.